Manufacturer narrative:
At a minimum, weekly notifications are sent to affiliates for sample status, completion of pending follow-up activities and completed investigations by vpa/gss. A sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not actuate and cutting failure occurred during surgery. The condition of aspiration is unknown. The surgery was completed after replacing the pak with another one. There's no patient harm.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. One opened probe was received with a tip protector, in a bubble bag, for the report of did not cut or actuate during surgery. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore actuation and cut failures as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).